Event description:
Per the clinic, the patient experienced an extrusion of the electrode array back in 2020. Subsequently, the patient underwent a skin revision surgery under general anesthesia in order to perform tissue packing. The implanted device remains.